Event description:
The customer initially reported that the device was showing its service indicator and had logged multiple event codes. During the evaluation performed by physio-control, it was observed that the device rebooted itself on two occasions during the self test. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a capacitor, designator c56 being damaged and lifted off of the pcb.